Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 21-year-old female patient who had essure (batch no. B82472) inserted for female sterilization. The patient's medical history included hypertension, multigravida, parity 3 (cesarean section thrice), vaginal discharge, vulval itching, bacterial vaginosis, menorrhagia, dysmenorrhea and oral contraceptive. Previously administered products included for bleeding issues: iud. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy/bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, the protective blue sheath over the outside of the coils noted to stick, and seem difficulty encountered with retraction of the device. Patient discomfort secondary to traction noted, but with traction, the blue sheath released and was removed from the cavity. On essure placement, trailing coils on left were 3 and on right were 2. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on 16-apr-2018: extensive adhesions between the omentum and anterior abdominal wall. Omental adhesions to the bladder ¿ lysed. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 21-year-old female patient who had essure (batch no. B82472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 3 (cesarean section thrice), vaginal discharge, vulval itching, bacterial vaginosis, menorrhagia, dysmenorrhea and oral contraceptive. Previously administered products included for bleeding issues: iud. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), fatigue ("fatigue"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary ") and mental disorder ("psychological injury"). The patient was treated with surgery (laparoscopic hysterectomy/bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the fatigue and mental disorder outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2014, the protective blue sheath over the outside of the coils noted to stick, and seem difficulty encountered with retraction of the device. Patient discomfort secondary to traction noted, but with traction, the blue sheath released and and was removed from the cavity. On essure placement, trailing coils on left were 3 and on right were 2. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2018: extensive adhesions between the omentum and anterior abdominal wall. Omental adhesions to the bladder ¿ lysed. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- fatigue, general abnormal bleeding, bladder / urinary. Outcome of event pelvic pain were updated. Reporter information were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 21-year-old female patient who had essure (batch no. B82472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 3 (cesarean section thrice), vaginal discharge, vulval itching, bacterial vaginosis, menorrhagia, dysmenorrhea and oral contraceptive. Previously administered products included for bleeding issues: iud. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), fatigue ("fatigue"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary ") and mental disorder ("psychological injury"). The patient was treated with surgery (laparoscopic hysterectomy/bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the fatigue and mental disorder outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2014, the protective blue sheath over the outside of the coils noted to stick, and seem difficulty encountered with retraction of the device. Patient discomfort secondary to traction noted, but with traction, the blue sheath released and and was removed from the cavity. On essure placement, trailing coils on left were 3 and on right were 2. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2018: extensive adhesions between the omentum and anterior abdominal wall. Omental adhesions to the bladder ¿ lysed.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 21-year-old female patient who had essure (batch no. B82472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 3 (cesarean section thrice), vaginal discharge, vulval itching, bacterial vaginosis, menorrhagia, dysmenorrhea and oral contraceptive. Previously administered products included for bleeding issues: iud. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), fatigue ("fatigue"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary ") and mental disorder ("psychological injury"). The patient was treated with surgery (laparoscopic hysterectomy/bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the fatigue and mental disorder outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2014, the protective blue sheath over the outside of the coils noted to stick, and seem difficulty encountered with retraction of the device. Patient discomfort secondary to traction noted, but with traction, the blue sheath released and was removed from the cavity. On essure placement, trailing coils on left were 3 and on right were 2. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2018: extensive adhesions between the omentum and anterior abdominal wall. Omental adhesions to the bladder ¿ lysed. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- fatigue, general abnormal bleeding, bladder / urinary. Outcome of event pelvic pain were updated. Reporter information were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. B82472) inserted for female sterilization. The patient's medical history included hypertension, multigravida, parity 3 (cesarean section thrice), vaginal discharge, vulval itching, bacterial vaginosis, menorrhagia, dysmenorrhea and oral contraceptive. Previously administered products included for bleeding issues: iud. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy/bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, the protective blue sheath over the outside of the coils noted to stick, and seem difficulty encountered with retraction of the device. Patient discomfort secondary to traction noted, but with traction, the blue sheath released and was removed from the cavity. On essure placement, trailing coils on left were 3 and on right were 2. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2018: extensive adhesions between the omentum and anterior abdominal wall. Omental adhesions to the bladder ¿ lysed. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: medical records received : this case became incident. Device removal surgery was done for event physical pain. Lot number added. Patient¿s demographic details added. Medical history, concomitant drug and lab data added. Reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.